Event description:
The facility reported that the resident had fallen to the floor and two caregivers used the lift to raise the resident up off the floor. The caregivers put the sling under the resident and attached it to the two point hanger bar. As the resident was being lifted, a loop on the sling ripped off. The resident was about 1-1/2 inches off the floor and was leaning on one side after the loop ripped. No injuries were reported.